Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the clinical specialist that the pt expired. The pt presented to the emergency room with an ischemic stroke and was eventually admitted to the cardiovascular intensive care unit (cvicu). After a complicated hospital course, with brain surgery, the pt's family decided to withdraw care. Before this decision, the pt's pump was turned off due to suspected clot in the motor chamber as high powers were present as well. Additional information notes that no autopsy will be performed.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.